Manufacturer narrative:
Updated fields - b4, d9, g2, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. A getinge field service engineer (fse) inspected the unit and replaced the pneumatic interface module (pim) (d997-00-1178). The fse completed a full checkout, including all functional and safety tests, in accordance with the manufacturer¿s specifications. The unit was then released back to the customer. The following investigation was performed by (B)(6), technician of the maquet failure analysis and testing dept. (Fat) (B)(6) 2025. The failure analysis and testing dept. Received part number 0997-00-1178 with a reported unit failure of condensation trapped in the tubing. The fat performed a visual inspection and found the part to have residue in the tubing consistent with condensation. Difficult to see in attached picture. Confirmed the reported failure. Probable root cause is expected wear and tear. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Au.

Manufacturer narrative:
Due to character limitation in e1: full initial reporter name: (B)(6). Full event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that condensation trapped in tubing and migrated in cardiosave intra-aortic balloon pump (iabp) preventing balloon inflation. There was no patient involved.